Manufacturer narrative:
Product complaint # (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during open reduction internal fixation (orif) or a left proximal femur in which they used proximal femoral nailing system (tfna) to fix. When putting together the helical blade inserter and the connecting screw something did not seem to be working right. It was very hard to screw the connecting screw into the back of the helical blade inserter and it was not able to move freely like it is supposed to. There was no delay in the case and we managed to make the two pieces work. The procedure was successfully completed. The patient was stable after the procedure. This complaint involves two (2) devices. This report is for one (1) helical blade/screw coupling screw. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5, d11: added concomitant device. D8; e1. H3, h6: a product investigation was conducted. Visual inspection: the helical blade/screw coupling screw (p/n: 03.037.026, lot number: 9768853) was received at us cq. Visual inspection of the complaint device showed no external or internal damage to the device. Functional test: a functional assessment was performed with the complaint device and the returned mating device (03.037.024, pi-15843900128784734). The devices are able to assemble without difficulty and could move around. The condition could not be replicated. Investigation conclusion: this complaint is not confirmed as the devices are able to assemble and function correctly. It is possible that the additional cleaning/sterilization before investigation removed the cause of the allegation. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part.: 03.037.026. Lot.: 9768853. Manufacturing site: bettlach. Release to warehouse date: (B)(6)2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H11 corrected data: g1: corrected physical manufacturer's country code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: helical blade inserter (part # 03.037.024, lot # t129018, quantity 1).